Manufacturer narrative:
(B)(4). The customer stated the set was discarded. The customer's report that the male luer cracked could not be confirmed because the set was not returned for investigation. The root cause was not identified.

Event description:
The customer reported the male luer on the primary IV set cracked and leaked at the connection to the mp1000-c connector. The customer stated the set was replaced and the infusion was restarted without incident. There was no report of patient harm. No medical intervention was required. No further patient or event information was provided.